Event description:
Product failure with ventilator circuit used on this pt. The event occurred at about 18:00 hrs. Ventilator circuit had been changed the previous day. Rt was filling water chamber at around 18:00 hrs when she noted "flickering light" inside the ventilator circuit at the insert site of the heater circuit. She quickly disconnected the circuit. Examination of circuit showed burned and severed heater wire at the inside insertion point of the wires. Circuit was replaced. Ventilator was infant star with fisher & paykel heater, circuit supplied by airlife, isothermal breathing circuit, probable lot number y4n1971.